Event description:
It was reported that the control module was giving the error code of l4-005 during a breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer and confirmed the error codes in the event log. To correct the complaint, the analysis site replaced the vso and vacuum sensor. The analysis site also found the lcd will not stay upright due to a damage u-handle and to correct this issue, the u-handle was replaced. The site also found the pump mounts rattle and to correct this issue, the site replaced the pump mount screws (4) and the pump mounts (4). The device history record has been reviewed and has passed qa inspection. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.